Event description:
It was reported that the customer had high blood glucose readings of 585 mg/dl and the insulin pump warned him customer attempted to correct it himself, however the blood glucose readings kept increasing. Customer's mother believes that it was a bad site and the customer was not getting insulin. Customer was treated with manual injections and a new site and seems to be doing fine. Troubleshooting was declined. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.